Event description:
Caller reported a cgm error. There was no adverse impact to the customer's blood glucose level. Technical support provided information for a pump reset and guided the caller through the process, successfully resolving the issue and enabling the caller to start their sensor session without further errors.